Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy, supplementing with insulin injections. Reportedly, the customer use lyumjev brand insulin, tandem technical support educated the customer this is off label insulin.